Event description:
It was reported that during a lap nissen procedure, kept getting instrument error code 5. They got a new one to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Blade and clamp arm. Evaluation summary: the analysis results confirmed that the lcsc5ha device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments or objects when the instrument is activated may result in broken blades, which may be identified by generator solid tone or instrument error." Additionally, the device was returned with the clamp arm detached. The batch history records were reviewed with no anomalies noted during the manufacturing process. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.